Event description:
Event description cpi received information that during a routine replacement procedure of an implantable cardioverter defibrillator (ICD) oversensing was noted. The cause of the oversensing was isolated to the daig rate sensing leads and the cpi lead adaptor.